Event description:
A (B)(4) sales representative contacted customer service. He received an email from a nurse who was using a microlet2 lancing device. The nurse received a needlestick while trying to remove the endcap from the device. A student took the device from the nurse and also received a needlestick before the nurse could get the device away from her. The lancet had been used. No other information is known at this time. The device is not going to be returned.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510k cleared.